Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a sentinol dissection procedure, the physician feels like the vessel is being cut as he places the clip. A mcm20 device was used to complete the procedure. There were no adverse consequences for the patient.